Event description:
It was reported that a death occurred. The target lesions were located in the left anterior descending artery (lad) and the left circumflex artery (lcx). A promus elite ous mr 28 x 2.50mm, promus elite ous mr 20 x 3.50mm, and promus elite ous mr 28 x 2.75mm were deployed to treat the target lesion located in the lad. A promus select ous mr 28 x 3.00mm was deployed to treat the target lesion in the lcx. Following the procedure, the patient was transferred to the intensive care unit for post procedure medical management. Three days later, the patient experienced sudden cardiac arrest. The patient was shocked and was given cardiopulmonary resuscitation, however the patient died; cause of death was sudden cardiac arrest.